Manufacturer narrative:
Result: damaged / cracked footboard with sharp edges.

Event description:
It was reported by service report that the footboard had been smashed and had sharp edges. No pt involvement or adverse consequences were reported.